Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon (light strobing / flickering), it is likely that lamp brightness has changed (the light blinks) and the picture has flickered due to intermittent switching to the high brightness mode because the slider switch cannot operate in a stable condition due to poor connectivity caused by worn-out scope sockets. In addition, it has been more than 12 years since delivery of the subject device, and cracks in the nozzle have occurred due to age deterioration caused by repeated use over time. Lastly, regarding the light output, when replacing the lamp, the old heat compound attached to the heatsink was not sufficiently wiped off, resulting in an overcoating, which likely shortened the service life of the lamp. Regarding heat compounds, the following is described in the instruction manual: "apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures".

Manufacturer narrative:
This report is being supplemented to provide additional information based customer response/updates. Further communication with the customer conveyed the following the information: this issue occurred before the procedure. The name or type of the procedure performed is not applicable as this occurred prior to the procedure. There were no other devices involved in the event. There was no delay in the procedure. There was no patient injury, infection or medical intervention required. The date the event occurred on is not available. The device was tested prior to the procedure and the light started strobing/flickering. There were no errors, warnings, alerts or alarms. The connection was secure. The settings the device were on are not available.

Manufacturer narrative:
Device was evaluated. Inspection determined that the device was found with worn out scope socket causing poor connection and flickering image. In addition, the device air pump nozzle was found cracked and light output was observed to be below specifications. The reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure the light source was found strobing, flickering. There were no further details provided regarding the reported event. No patient harm or injury reported. No user injury reported.